Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5., b.5., b.6.

Event description:
Patient reported "capsular contracture baker grade iii/IV" and "implants show signs of encapsulation and elements consistent with intracapsular rupture". Healthcare professional later reported " capsular contracture grade IV", "multiple marginal folds" and "isolated calcification" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Patient reported "capsular contracture baker grade iii/IV" and "implants show signs of encapsulation and elements consistent with intracapsular rupture". This record is for the left side. The device remains implanted.